Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01459.

Event description:
The patient was undergoing a coil embolization procedure in an arteriovenous fistula (avf) using ruby coil lps, guide catheter and non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a ruby coil lp into the vessel using the microcatheter; however, the ruby coil lp would not take its intended shape. The physician repositioned the microcatheter and attempted to advance the ruby coil lp; however, the coil still would not take its intended shape. Therefore, it was removed. The physician then advanced another ruby coil lp into the vessel; however, after multiple attempts, the same issue occurred and, therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp, same microcatheter and same guide catheter. There was no report of an adverse effect to the patient.